Manufacturer narrative:
The device will not be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
According to the affiliate, it was reported that a 8x60mm smart control stent began to prematurely deploy during advancement to the target lesion. The stent delivery system was retrieved without stent placement and the procedure was finished. There was no reported patient injury. The target lesion was the right common iliac artery. The lesion was de novo, heavily calcified and moderately tortuous. The rate of stenosis was 90%. Approach was made from the brachial artery. During the procedure, an 8x60mm smart control stent was opened. There was no damage noted to the device or packaging, and it was prepped according to IFU instructions. During advancement to the target lesion, the smart control could not advance further before reaching the "aorta" due to heavy tortuosity. The physician attempted to advance the sds further, but the stent of the smart control started to be released. The smart control locking pin was in place during advancement, and was not removed before attempting to deploy the stent. The user held the handle flat and straight outside of the patient. Therefore, the outer sheath was returned, and the smart control was easily retrieved from the patient without stent placement. The procedure was finished without stenting. It is unknown if another device was used in order to complete the procedure. There was no reported patient injury. The product will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during advancement of a 8x60mm smart control stent to the target lesion, the stent could not be advanced due to vessel tortuousity and inadvertently began to prematurely deploy. The stent delivery system was retrieved with the stent. There was no reported patient injury. The target lesion was the right common iliac artery. The lesion was de novo, heavily calcified and moderately tortuous. The rate of stenosis was (B)(4). Approach was made from the brachial artery. There was no damage noted to the device or packaging, and it was prepped according to IFU instructions. During advancement to the target lesion, the smart control could not advance further before reaching the aorta due to heavy tortuosity. The physician attempted to advance the sds further, but the stent of the smart control started to be released so the outer sheath was returned over the stent and the stent delivery system with the stent inside was removed without difficulty. The smart control locking pin was in place during advancement and was not removed. The user held the handle flat and straight outside of the patient. It is unknown if another device was used in order to complete the procedure. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient¿s anatomy, vessel characteristics and appropriate device selection. Factors such as tortuous vessels and/or calcified lesions may contribute to it. Based on the information provided, vessel characteristics (tortuosity, heavy calcification) are likely contributing factors to the tracking difficulty reported. Attempts to insert the product through the resistance met by the vessel tortuosity may have resulted in the premature deployment of the stent. Without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.